Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/a33test. However, unit received with stuck in motor error alarmloop during bolus delivery.the motor was tested outside of the device and passed. The motor mayhave had an intermittent failure that was not detected during ourtesting.pump received with scratched lcd window.unit received with cracked battery tube threads.pump received with cracked reservoir tube lip.unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.